Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the 3 most distal stent rows were damaged and stretched over the distal markerband. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-jul-2015. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified mid left circumflex (lcx) artery. A 32 x 3.00 promus premier drug eluting stent was advanced to treat the lesion. However, due to the heavy calcification and the angulation of the vessel, the stent failed to cross the lesion. After several attempts, the device was exchanged with a 3.00 x 28 unspecified stent and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.